Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 59mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, found corrosion on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, crack on lcd display window, minor scratches on lcd display window, crack on the reservoir tube lip, and scratches on the reservoir tube window.